Event description:
The initial reporter stated they received discrepant results for multiple patient samples tested with one specific crep2 (creatinine plus ver. 2) reagent cassette on a cobas pro c 503 analytical unit, serial number (B)(4). The reporter mentioned quality control issues for the reagent cassette and subsequently, approximately 120 patient plasma and urine samples were measured. The reagent cassette was then replaced and the patient samples were repeated, showing about 30 % higher results. Of the data provided the following discrepant results for 5 patient plasma samples are representative examples. Patient sample 1 initially resulted in a crep2 value of 301 umol/l and repeated as 448 umol/l with the second reagent cassette. Patient sample 2 initially resulted in a crep2 value of 163 umol/l and repeated as 240 umol/l with the second reagent cassette. Patient sample 3 initially resulted in a crep2 value of 65 umol/l and repeated as 89.9 umol/l with the second reagent cassette. Patient sample 4 initially resulted in a crep2 value of 113 umol/l and repeated as 172 umol/l with the second reagent cassette. Patient sample 5 initially resulted in a crep2 value of 54 umol/l and repeated as 83.2 umol/l with the second reagent cassette. The questionable results were reported outside of the laboratory and corrected the same day.

Manufacturer narrative:
Calibration signals were not as expected and show a shift in absorbance. This is an indicator of possible incorrect reconstitution of the calibrator. Quality control recovery showed a shift down within a short period of time on 17-mar-2023. Upon review of the alarm trace, sample "clot detection" and multiple "quality controls out of range" alarms were observed. The investigation could not identify a product problem. The issue is consistent with incorrect calibrator handling.